Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device change procedure, a kink in the right ventricular (rv) lead in the pocket was noted. No insulation breach was visible, and impedance, sensing, and threshold were in normal range. As a result, the physician decided to leave the rv lead in use. No patient complications have been reported as a result of this event.